Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the integrity of the implantable pulse generator (ipg) was questioned during implant as it could be depressed down with a thumb. The ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.